Event description:
It was reported that the image quality on the 9600+ system was poor. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Adjustments made to the image intensifier (ii) focus and the camera focus for the best image. However due to age of equipment, suggested that to improve overall image may want to consider going through the imaging chain and replacement of the image intensifier. At this time, not sure if this is a practical option. If additional info is received, it will be reported as required.